Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. After the warm up period, the cgm reading was 40 mg/dl. The patient self-treated with orange juice but the cgm reading continued to read low values. The patient did not take any bg reading and drank more orange juice. Then he started to feel dizzy and foggy in the head. The patient consulted his endocrinologist and they took a bg reading which was 400 mg/dl and the cgm was reading 90 mg/dl. The patient was advised to go to emergency room , there he was treated with 2 IV bags by the nurse. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.